Manufacturer narrative:
(B)(4). Mfg date: - the lot was manufactured from august 25, 2015 ¿ august 26, 2015. The device was received for evaluation. Visual inspection revealed a dark brown particle, approximately 0.10 square mm in size, embedded in a segment of the tubing. The particle was not in contact with the fluid pathway. The reported condition was verified. Fourier transform infrared spectroscopy identified the particle to be burnt polyvinyl chloride (pvc) material. Pvc is the material that the tubing is made of. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the tubing of a small volume infusor before use. There was no patient involvement. No additional information is available.